Event description:
It was reported to the manufacturer that: "the hospital (alleged) that in 2002 the spouse of a patient punctured the medication bag. The damage was not noticed. It was reported the infusion ran for 24 hours. The air detector on the device had been disabled as the user felt it alarmed too often when there was no problem. After 24 hours it was noted that the bag was full and the line was full of air. The patient was brought to the hospital. The patient did not have any symptoms or problems and was returned home. The caregiver was retrained on proper setup. The set used at the time was reorder number 21-7022. No further information is available and the device is not available at this time for evaluation."